Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to change hand pendant. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the hand pendant to resolve the reported event. Based on this information, no further action is required.

Event description:
On 18-feb-2026, a other health care professional contacted technical service to report that progressa frame (product code p7500a000182, serial number (B)(6)), had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.